Manufacturer narrative:
The explanted product was not returned. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated. A labeling review was performed and according to the aus instruction for use, recurrent incontinence is documented as an adverse event. Also there is no evidence that the device was used or handled improperly. The product record review revealed no additional information related to the complaint, so an overall investigation conclusion code of known inherent risk of device was chosen.

Event description:
It was reported that the patient presented with recurring incontinence. The artificial urinary sphincter (aus) device was explanted because it stopped working. A new aus device was then implanted. Following surgery the patient's outcome was good.